Event description:
It was reported that the insulin pump alarmed button error. The device was in the customer's pocket. The customer's blood glucose was 139 mg/dl. The customer stated that they removed the battery in order to clear the alarm, but after thirty seconds the insulin pump had alarmed battery out limit, which was cleared. The customer reinserted that battery but the button error alarm was still on the display. During the phone call the button error alarm cleared by itself, but the customer was advised to discontinue the use of the device because it needed to be replaced. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker. No battery out limit alarm was noted. All operating currents were within specification and the insulin pump passed the self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.